Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(6). Product radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed. As per reporter, there was an observed pin fracture and debris in the housing tube.